Manufacturer narrative:
Concomitant medical products: 4592, lv lead, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high rv defibrillation impedance. No intervention was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The alert was re-set and the alert threshold was increased. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.